Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The fault led flashed during the self test properly. No led anomaly noted. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for three days while connected to the test sensor and plug. No unexpected sensor communication errors or additional sensor related errors/alarms occurred during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of pump and meter issues. Troubleshooting found that, during the pump self test, the pump could not perform the led test. Customer indicated that their blood glucose value was 375mg/dl at the time of incident and 399mg/dl at the time of the call. Customer also indicated that their blood glucose was 489mg/dl but may not have been wearing the pump during the time of the high blood glucose. The product will be returned for analysis.